Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. On 22-june-2024, it was reported by the patient that three infusion sets fell off during use. Infusion set was in use for 1.5 to 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.